Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). A 16x3.50 promus premier&#10259;tent was selected for use to treat the lesion. However, the physician struggled to get the stent through the vessel. On pushing the stent to get into the lesion, the shaft had bent in various places. The physician still tried to advance the stent to the lesion but the shaft broke into two. The shaft was retrieved with the stent from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.